Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. It was reported the healthcare provider went to do a refill today and saw alert indicating the pump was stalled for a large number of hours. The logs showed stall occurred back in june when the patient had an MRI and showed a recovery today after it was read. The pump was not read after the MRI until today. The healthcare provider stated the patient has not had any symptoms, there was no volume discrepancy when the refill was done, and the patient did not hear any alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.